Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f060401c vascular stent allegedly experienced tear, rip, or hole in device packaging. This information was received from a single source. The malfunction did not involve patient contact. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The sample was returned; however a photo has been provided and reviewed. The investigation reported issue was confirmed for a hole in the pouch. The definitive root cause is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code for the lifestent 5f vascular stent system products is identified. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device for this malfunction has been returned to the manufacturer for evaluation, as well as a photo of the reported malfunction. The investigation of the reported malfunction is currently underway. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code for the lifestent 5f vascular stent system products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ef060401c vascular stent allegedly experienced tear, rip, or hole in device packaging. This information was received from a single source. The malfunction did not involve patient contact. The patient¿s age, weight, and sex were not provided.